Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose level of 479-480 mg/dl and moderate ketones. The customer was treated with intravenous saline, electrolytes, and insulin and was released from the ER the same day with no permanent damage and the issue resolved. Prior to going to the ER, the customer administered an insulin injection to attempt to resolve the bg. Reportedly, the cause for the reported issue was a loss of connection. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.